Event description:
We had a jpsr for the henry schein syringe which was used as a substitute for regular bd (becton dickinson) syringe. The provider reported that it was is jerky.

Event description:
Additional information received on 02/17/2026 for report mw5179130 to update manufacturer. Event description: ¿we had a jpsr for the henry schein syringe which was used as a substitute for regular bd (becton dickinson) syringe. The provided reported that it was jerky.¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).